Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, following balloon aortic valvuloplasty (bav), a commander delivery system and 23mm sapien 3 valve were positioned and alignment was performed. When the fine adjustment wheel was half rotated, the valve was observed to be ¿diving¿ into the flex catheter. The fine adjustment wheel was reversed and the balloon shaft was placed into the default position. Valve alignment was successfully performed without issue. The sapien 3 valve was deployed with nominal volume in a final 80:20 aortic/ventricular (a/v) position. Post valve deployment, mild to moderate paravalvular leak (pvl) was observed. Post dilation of the valve was performed with nominal volume. The pvl was reduced to mild; however, transvalvular / central leak was observed. The central leak had not been observed prior to the post dilation of the valve. Tee revealed the position of the valve coaptation was ¿eccentric¿. A leaflet on the non-coronary cusp (ncc) side was positioned lower than ¿usual¿ and a leaflet of the left coronary cusp (lcc) was positioned higher than ¿usual¿. The guidewire was removed, but the central leak did not change. A second 23mm sapien 3 valve was prepared. The upper edge of the second valve was positioned at the upper edge of the initial valve and the second valve was deployed with nominal volume. The pvl was trivial and the coaptation of the second valve was ¿normal¿. Post procedure tte confirmed normal function of the second valve. The native annular diameter measured 23.0mm by CT with a valve area of 416mm2. Moderate calcification on the annulus of the ncc side and mild aortic root calcification was reported. Per the physician, it was speculated that during the alignment of the initial valve, the flex catheter tip may have ¿interfered¿ with the valve frame and a suture of the leaflets ¿tore loose¿, resulting in the central leak. The device remains implanted in the patient and is not available for evaluation.

Manufacturer narrative:
There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Procedural cine, procedural echo, pre-op CT and the 3mensio report were submitted for review. Review of the pre-op CT confirmed the annular measurement and the valve size. Procedural echo review revealed, post deployment, the initial valve appeared to be 45% below the annulus with mild-moderate paravalvular leak (pvl). The pvl decreased to mild after post dilation. Central aortic insufficiency (cai) was observed following post dilation without the wire in the ventricle. Following the deployment of the second valve, no pvl or cai was observed. Trace pvl between the two valves was noted. Procedural cine review revealed moderate annular calcification in all 3 cusps and mitral annular calcification (mac). Following a good bav, the valve alignment was seen in the aorta. The valve appeared to be diving into the flex tip. The flex tip was pulled back and valve alignment was continued without issue. The valve was across the annulus in good position. The valve was deployed with a ¿nice slow inflation¿; however, the valve appeared to be too low. The delivery system was re-advanced and post dilation was performed once. The initial valve appeared to be over expanded. The delivery system was removed. Angiography showed aortic regurgitation (ar), but it was not clear if it was pvl or cai. The second valve alignment was performed. The valve in valve was successfully performed. In this case, the exact cause of the leaflet motion restriction and resulting cai could not be confirmed; however, the echo images confirmed the leaflet motion restriction after post dilation. It appeared that the valve was over expanded and too ventricular. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Per the instructions for use, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. The device remains implanted in the patient and is not available for evaluation. Imagery, patient 3mensio report and cine imagery, was provided by the site. Review of the 3mensio report indicated calcification present in the patient¿s native annulus. A review of the cine imagery revealed the sapien 3 valve was not positioned coaxially within the native annulus. The aortic wall prevented the valve frame from full expansion, resulting in the asymmetrical valve deployment. The delivery system was re-crossed for post dilation to fully expand the valve. Some ¿leakage¿ was observed after post dilation; however, the type of leakage (pvl or transvalvular or a combination) was not able to be determined. The work order review did not reveal any manufacturing issues that may have contributed to the reported event. In this case, the exact cause of the central leak following the post dilation of the initial valve cannot be confirmed. A review of the DHR, complaint history, lot history and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the event. Procedural factors (post dilation, manipulation of the devices, possible leaflet damage by the flex catheter), in addition to patient factors (moderate native leaflet calcification) may have contributed to this event. A second valve was deployed, resolving the central regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.